Event description:
It was reported that they were having issues charging their implant and the issue began ever since they had the implant. Patient mentioned the leads migrated and they had a revision surgery they went to epidural leads to surgical leads. Patient noted they had several reprogramming and it was still not working properly. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed in MRI mode and patient was able to exit MRI mode. Controller showed recharging 80% and implant 50%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Patient stated they would get system problem rm03 and system unavailable or unable to continue contact medtronic almost every time they tried to charge their implant. Patient asked about reprogramming and agent reviewed a manufacturer representative (rep) can reprogram. The issue was not resolved. A replacement recharger was sent out. Additional information was received from a manufacturer representative (rep). It was reported hat the date of the revision was 9/8/2022. The rep was aware they were putting in a surgical lead that day. They were not sure if they were ever made aware of the migration.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-nov-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient weight was not relevant to the event. Leads were discarded by the customer and will not be returned. There was nothing wrong with the leads. The physician chose to put in a surgical lead.